Event description:
It was reported that the device was unable to reach required temperature during a radiofrequency abrasion procedure. The procedure was canceled. The patient was under fentanyl and versed conscious sedation. There was no medical intervention required and no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.